Event description:
The customer reported via phone call that the buttons are sticking and the insulin pump alarmed button error. Blood glucose value was over 150 mg/dl. Customer would contact the doctor for instructions to revert to a backup plan. The insulin pump was replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent up button response due to corroded keypad traces. No sticky button or button error alarm noted. Device was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked pump belt clip slot.